Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during the implant procedure of pacing lead, due to the abnormal atrial anatomical structure of the patient, no good pacing parameters were found in multiple locations. After multiple twisting, it was found that the lead could not be fixed firmly. In vitro examination found that the myocardial tissue at the lead tip was seriously residual. It could not be completely twisted. The lead was attempted, not used. No patient complications have been reported as a result of this event.